Event description:
I have a pride mobility quantum 6000z. My illness/disability is amyotrophic lateral sclerosis -als-, often referred to as "lou gehrig's disease. Amyotrophic lateral sclerosis is a progressive neurodegenerative disease. The chair was ordered through health aid of ohio. It was delivered in 2008. One of the installed components is a device from adaptive switch laboratories. It is a mini-proportional joystick. I use it -with my chin- to control the functions of my chair. After about a month, the chair became plagued with problems. One after another. Soon I wasn't able to control my chair myself. Pride and asl have put my provider, and I, in the middle of someone's defective product. My independence has been stolen because of this mess. This matter has been turned over to my attorney also.